Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings during analysis. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white particles observed in the surface of the shell. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.